Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to endoleak.

Event description:
On (B)(6) 2014, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. A final procedural angiograph revealed no endoleak. On an unknown date, follow-up imaging reportedly showed the right common iliac artery had become aneurysmal and enlarged (measurement not available). According to the report, a type ib endoleak was also seen from the distal end of the contralateral leg component (plc181200j/13031341). On (B)(6) 2017, the patient underwent a re-intervention procedure whereby the right internal iliac artery was coil-embolized, and two additional excluder® components were placed to treat the type ib endoleak. The endoleak was resolved and patient tolerated the procedure.